Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that a portion of the ceramic side on this icap454 has fractured, therefore, component does not engage into mating components properly.

Event description:
The doctor indicated that the zi-real abutment fractured. The doctor was shaping the abutment with a diamond stone when he saw a crack in the structure, he was working on master cast and there was no patient contact.